Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6), 2011 the patient presented with the pre op diagnosis of non union l3-4, status post l3-s1 psf, stenosis l2-3. The patient underwent the following procedures: removal of instrumentation l3-4/ psf l2-s1, revision l3-4, 4-5, 5-s1/ plif l2-3. Rhbmp-2/acs, bone graft matrix, and peek vertebral body spacer were implanted during the procedure.